Manufacturer narrative:
Device received on 11/14/2019. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker gade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unknown silicone breast implants which the right side ruptured and had issue with capsular contracture baker grade IV, pain , and left side has issue with capsular contracture baker grade iii, and pain after implantation. The issue was confirmed by the physician. Patient hospitalized for overnight 23 hours for observation. As a result patient underwent bilateral removal and replacement as follow: left replaced with cat#:3507340mc, sn#: (B)(4), and right replaced with cat#:3507340mc, sn#: (B)(4) on (B)(6) 2019. This report is for the left side.